Event description:
The customer stated, she was hospitalized for high blood glucose levels over 600mg/dl. The customer stated, she was sick and vomiting prior to the event. The customer state, she was off the insulin pump for one day, but when she went back on it her blood glucose went up over 600 mg/dl again. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.